Event description:
It was reported that the bd ultra fine¿ pen needle did not dispense insulin during use while priming. The needle was visually tested beforehand to ensure it was straight, and was "tightened" onto the pen. Lot#'s 9121947 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "spouse of a consumer reported needle did not dispensed the insulin during the priming with other boxes as well." "Consumer uses new needle each time of his injection. He visually tests the needle to see if it is straight. Spouse of a consumer stated she tightens the pen needle during attachment. Advised her not to attach it too tightly."

Manufacturer narrative:
H.6 investigation: a DHR review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121947, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-14, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle did not dispense insulin during use while priming. The needle was visually tested beforehand to ensure it was straight, and was "tightened" onto the pen. Lot#'s 9121947 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "spouse of a consumer reported needle did not dispensed the insulin during the priming with other boxes as well." "Consumer uses new needle each time of his injection. He visually tests the needle to see if it is straight. Spouse of a consumer stated she tightens the pen needle during attachment. Advised her not to attach it too tightly."